Event description:
Intra aortic balloon pump balloon ruptured while in pt. Intra-aortic balloon pump turned off. Md attempted to remove device, unable to do so. Pt had to be returned to surgery to remove device.